Event description:
Operating room personnel are unable to open this item, so that it remains sterile. When the plastic is opened the edges are contaminated, and the bowl must pass over this contaminated area.